Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 419688 implantable pacing lead (B)(6) 2012; 5076-52 implantable pacing lead (B)(6) 2012; d204trm implantable cardioverter defibrillator (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient passed out while driving and hit a tree. An interrogation showed the right ventricular (rv) lead had numerous ventricular sensed episodes and had far field p-wave oversensing. The lead explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.